Event description:
It was reported that during a lithotripsy procedure, the fiber connector fell off. Due to this, the procedure was completed using another device. There were no patient complications.